Event description:
A malfunction was reported by the customer who received a malfunction alarm with code 5-0x2147 on their pump. There was no information provided regarding an impact on the customer¿s blood glucose level. Initially, the company awaited the return of the pump for inspection, but later, the customer confirmed they would not return the pump, leading to the closure of the complaint.